Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the network switch was malfunctioning. Review of the system log file showed that the image processor error loosing connection with real time link application. As part of the troubleshooting process, fse found that system was not booting up successfully and actual cause of the issue was with crashing network switch and the geo pc. The fse reloaded the action software, but it got failed and issue got resolved by replacing the network switch and geo pc. After replacement of network switch and geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. "Evaluation" method code was corrected.